Manufacturer narrative:
Concomitant products: product ID 64002, lot # n245317, implanted: (B)(6) 2010, product type adapter; product ID 3389-40, lot # j0320167v, implanted: (B)(6) 2004, product type lead; product ID 3389-40, lot # j0421486v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
Information was received form the patient that reported the implantable neurostimulator (ins) had shut off and they didn¿t know why. The left ins shut off ¿once again¿ 11 days after report and it had shut off at a different appointment with a different company representative. No symptoms were reported. The patient was implanted for parkinson¿s dual. Further follow-up is being conducted to determine if their managing physician was notified about the event, what circumstances led to the ins shutting off, and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a patient reported their health care professional (hcp) was notified at their follow-up appointment on approximately (B)(6) 2015. They didn't know the exact cause of the circumstances that led to the implantable neurostimulator (ins) shutting off. A representative came to the hospital and turned the unit back on.